Event description:
The hcp reported the patient was experiencing a return of pain as well as flu-like symptoms a couple weeks prior. There was a volume discrepancy of 3cc at the last pump refill. A follow up report will be sent when additional information is received.